Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to be broken. The broken piece was not returned with the instrument. Further inspection of the returned instrument found additional damage near the broken part. The instrument was found to have a broken grips at the base. A piece approximately 15.79mm x 4.97mm was found to be broken. The broken piece was not returned with the instrument. Further inspection of the returned instrument found additional damage near the broken part. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument was defective. There was no report of patient involvement or patient injury.